Manufacturer narrative:
Sample material was received for investigation. The customer's troponin t hs results were reproduced. The sample was treated with heterophilic blocking tube (hbt) to test for an interfering factor. Based on the investigation results, an interference was not identified. With the methods currently available, further clarification is not possible. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned high results not corresponding to the clinical picture for 1 patient tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. Two of the patient's samples were tested for tni by a competitor method. On (B)(6) 2023 the troponin t hs result from the e801 module was 29.9 pg/ml. On (B)(6) 2023 the troponin t hs result from the e801 module was 30.9 pg/ml. On (B)(6) 2023 the troponin t hs result from the 801 module was 35.4 pg/ml. This sample was sent to another hospital and tested for tni by a competitor method and the result was 0.001 ng/ml. On (B)(6) 2023 this sample was retested for tni by the same competitor method and the result was 0.001 ng/ml. On (B)(6) 2023 the troponin t hs result from the 801 module was 35.5 pg/ml. On (B)(6) 2023 the troponin t hs result from the e801 module was 43.7 pg/ml. This sample was repeated on an e411 analyzer with a result of 46.04 pg/ml. A new sample was collected on (B)(6) 2023 and the result from the e801 module was 31.6 pg/ml and the result from the e411 analyzer was 32.43 pg/ml.

Manufacturer narrative:
The e801 module serial number is (B)(6). The competitor method is abbott. Sample material was requested for investigation.